Manufacturer narrative:
Dates of death, event, and implant: dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The xience device and the additional adverse patient effects referenced are being filed under separate medwatch report numbers.

Event description:
It was reported in a research article that absorb and xience stents may be related to death, myocardial infarction, stent thrombosis, and revascularization. Results were assessed at a 5 year follow up. Specific patient information is documented as unknown. Details are in the attached article named "very long-term outcome of absorb bioresorbable vascular scaffold vs. Everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 5-year results of the bvs-examination study".